Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is due to patient noncompliance during post-op, bending the plate in multi-directions and/or improper positioning of the plate during implantation. Bending the plate in multi-directions can cause fatigue in the material and in conjunction with non-compliance can lead to device failure post-op. The directions for use provided with the device warns against bending the plate in the reverse direction. Improper positioning of the plate can lead to improper load distribution on the plate which may cause shear fracture. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned by facility.

Event description:
It was reported that; the plate broke in-situ. Surgery date: (B)(6) 2013. Revision surgery to remove the broken plate on (B)(6) 2013. No other details received at this time.